Event description:
It was reported that there was a revision of this right ventricular (rv) lead due to observations of low r waves around 1 mv, no capture at max outputs, and out of range high pacing impedances greater than 3000 ohms. Boston scientific technical services (ts) reviewed data and confirmed that the issue was with the pace/sense portion of the lead. A new lead was added to the system to be used as the pace/sense portion. The initial rv lead remains in-service for the tachy portion, thus no return is expected at this time. No additional adverse patient effects were reported.